Event description:
It was reported that a strong smell like insulin was noted in the reservoir compartment and the bottom of the reservoir when the reservoir was removed. The blood glucose reading was 278mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three random sealed reservoirs performed manual prime and high-pressure test per specifications. Using a new infusion set along with the insulin pump, the reservoirs passed per specifications. No leakage anomaly noted during analysis. Inspected o-rings on the stopper groove for defects and no anomalies were found. All reservoir connected/locked in place properly.